Event description:
During initial placement of coil into the aneurysm, the trufill dcs orbit mini complex 2x2 coil didn't make its own shape. Other coils were placed prior to this coil. The microcatheter utilized with the coil was an excelsior sl-10 45 shape. The marker bands of the delivery tube never went past the marker band of the microcatheter. There were no other interventions required due to the event, and there was no change in the pt's neuro status from baseline.

Manufacturer narrative:
Add'l info will be submitted "within days" of receipt.